Event description:
It was reported that the screen on the physician's handheld computer was freezing after programming. Then when the physician would interrogate the device following the screen freeze, it was found that the settings were back at the previous stimulation settings and had not been changed as intended. Soft resets had temporarily resolved issue in the past, but the hand held is not working properly anymore, per the physician. The product has been returned to the manufacturer's european office, but has not been received by the u.s. Office for analysis to date.